Manufacturer narrative:
It was reported that the rapid infuser, ri-2 shut down a few minutes into the case. The hospital biomed performed a full functional test and was unable to duplicate the problem in the lab. The ri-2 was subsequently returned to belmont for investigation and we were also unable to duplicate the reported shutdown after extensive testing and stress testing at elevated temperatures for over 48 hours. Belmont inspected the ac/dc power board, power driver module, daughter board, and all cables in the system; all were functioning properly. The unit performed according to specifications. Without the ability to reproduce the reported problem, a root cause cannot be determined. It was reported that there was no harm to the patient. Belmont will continue to monitor and trend similar reports of this nature.

Manufacturer narrative:
The rapid infuser was returned to belmont for investigation; evaluation of the unit is in process. The hospital biomed performed a full functional test and was unable to duplicate the reported problem that the unit shut down by itself. The operator's manual provides ac input voltage requirements and instructs the user, "plug the system power cord into a dedicated-grounded, 3-prong, 20 amp, ac receptacle. Do not use an adaptor for ungrounded outlets." Without the ability to reproduce the reported problem, a root cause cannot be determined. It was reported that there was no harm to the patient. Belmont will continue to monitor and trend similar reports of this nature and take further action if required. Should additional information become available, a supplemental report will be provided. Note: component code (B)(4) (appropriate term/code not available) was used, as there was no code available for the preferred term "component unknown".

Event description:
Belmont medical technologies received a report from the biomed at the user facility that the rapid infuser, ri-2 shut down a few minutes into a case. There was no harm to the patient. The hospital biomed performed a full functional test, and was unable to duplicate the problem in the lab.